Event description:
The customer contact reported retrograde flow while a backcheck valve was in use. The patient was receiving an unspecified solution on the primary line and an unspecified antibiotic on the secondary line. After an unspecified length of time in use, nursing noted the secondary solution was flowing into the primary line and drip chamber. The primary line and solution containers were changed and therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded.